Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es storage space were failed. The customer stated that the user was able to retrieve medications from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had all drawers failed and was not online to deploy the firewall package. A field service engineer (fse) had disabled the firewall and rebooted the machine. Function checks were performed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.